Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? What is the lot number of the linx device? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunosuppressive drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported severe esophageal spasms? Besides the reported severe esophageal spasms, what was the reason for removal of the linx device? Was the device found in the correct position/geometry at the time of removal? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx device was explanted due to persistence severe esophageal spasms. Refractory to multiple rounds of prednisone as well as endoscopic dilation and grade c esophagitis.

Manufacturer narrative:
(B)(4). Date sent: 6/8/2022. Investigation summary a 14-bead linx device was returned for analysis. The device had one washer disconnected from a female bead case. Both the affected female bead case and washer had two weld tracks. In addition, the washer was deformed - saddle-shaped. This suggests that the washer was disconnected due to forces applied during the explant procedure. The link length and tensile force of the device were within the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found.